Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the keyboard on the imaging system was not functioning properly. The left and right keys would not operate when prompted by the user. No additional information was provided. There was no patient present when this issue was identified.